Event description:
It was reported that (1) hp051, (1) hp052, (2) dh105 and (2) dh145 were used during a CABG procedure. It was reported by the rep that all the devices toned out when harvesting radical artery for CABG. Finished harvest with clips and scissors. The rep stated that he did not use test tip to determine source of problem. In succession they went through product as listed above to finish case. There was no consequence to pt.